Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified an opening, crease fold, and white particles. Leak test was performed and identified an opening on the anterior. A microscopic analysis was performed which identified a sharp edge opening on the anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on anterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.